Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited farfield oversensing and pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) was consulted for programming assistance. Ts provided programming optimization recommendations. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.